Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the c-hsk-3038 - hs iii proximal seal system 3.8mm seal would not load properly into delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Please disregard previous entry. The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extending outside the tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extending outside the tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. There is no existing CAPA/fir for the reported failure mode; no escalation is required at this time since the device was not returned; therefore the complaint cannot be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the c-hsk-3038 - hs iii proximal seal system 3.8mm seal would not load properly into delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.